Event description:
The doctor implanted acumed product: 11mm x 150mm polarus locking humeral rod, two 5.3mm x 35mm cancellous locking screws proximally and two 3.5mm x 25.0mm cortical screws distally. The patient came back a couple months later complaining of pain, and the x-rays shown that both the proximal 5.3 locking screws had backed out of the rod. The doctor "believed" the patient was not very compliant. However, the doctor stated that the rod is supposed to be locking and the proximal screws still backed out. The product has not been removed from the patient.

Manufacturer narrative:
Additional medical device reports submitted related to this event are: 3025141-2011-00033 and 3025141-2011-00034.